Manufacturer narrative:
On 10/7/2015 integra investigation completed. Device history evaluation. Failure analysis: there was a gorney suction elevator returned; not showing any unusual markings. The suction elevator returned in used condition showing wear. Evaluation of the suction elevator shows that the shaft/tube is broken off at before the bulb. The complaint report is confirmed. Device history evaluation : DHR complete with all available history. Nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the root cause has not been identified as a workmanship or material deficiency.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
During endoscopic sinus surgery the part broke in patients nose. There was no harm to the patient and the parts were retrieved.